Event description:
Surface-bariatric recover care with low air loss. During morning care, the nurse pressed instaflate and the surface deflated. Four of the connecting tubing were open, thus the surface was deflated.